Event description:
It was reported during a ptca/stent procedure that the lesion was located 10mm distal to the ostium of the right coronary artery. The stent delivery system was advanced and crossed the lesion successfully. The balloon was inflated and the stent delivery system was removed. "Ivus" was then performed and it was noted that the stent was found to be dropped at the ostium of the right coronary artery, another co's balloon catheter was advanced and inflated to deploy the dropped stent.